Manufacturer narrative:
Method - device not returned, follow-up with representative.

Event description:
It was reported that a (B)(6) patient underwent a kyphoplasty procedure on level l4. A cement extravasation in the lower disc to level l4 was noted. There were no patient complications. No additional information was reported.